Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the discovered symptom, which was reproduced. Door not fully latched alarms were confirmed and were determined to be caused by loose latch switch and a loose upper link screw. The loose latch switch and upper link screw were replaced.

Event description:
It was discovered during baxter's testing that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.